Event description:
The customer reported that the system was intermittently shutting down on its own. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The uninterruptable power supply was repaired. The system was then found to be operating as intended.